Event description:
It was reported the patient previously had morphine in the pump but they changed it out to dilaudid the last time her pump was empty. Specific patient symptoms, cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).